Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf and the patient experienced cardiac tamponade that required medication, pericardiocentesis and prolonged hospitalization. After ablation on the free wall of the right ventricular outflow tract (rvot) with the thermocool smarttouch sf catheter, a decrease in blood pressure was observed, and intracardiac echocardiography revealed pericardial effusion. Noradrenaline was administered, and drainage was performed. When the patient¿s blood pressure stabilized, the patient left the catheterization room. Patient required extended hospitalization for observation after the tamponade. The physician considered that the event might have occurred while approaching the rvot, at a time when the contact force exceeded 70g. No atrial septal puncture was performed. 12 ablations were performed outside the pulmonary veins.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4)